Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump does not alarm when they have low blood glucose and the pump batteries do not last. Customer's blood glucose was unknown at the time of incident and customer is reporting a past event. Customer indicated that they will call back later and no further assistance was necessary.